Event description:
It was reported that there was an elevated threshold on the newly implanted lead. X-ray confirmed the lead dislodged. A lead reposition was attempted but the doctor was unable to retract the helix. It was noted a chunk of tissue was removed from the base of the helix following lead extraction that was suspected to have been jamming the helix mechanism. The helix mechanism was demonstrated to be working well following removal of this tissue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned and analyzed. Analysis found the helix was bent. Blood was noted on the distal electrode and the lead appeared to have been damaged at implant. Concomitant products: 1258t competitor implantable pacing lead 2010 (B)(6), 5076 implantable pacing lead 2010 (B)(6). (B)(4).